Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, during the sixth firing for the right inferior lobe resection, the surgeon was unable to squeeze the handle and the device could not be fired. The device was replaced by a new cartridge and the firing was completed with no problem. There was no injury caused to the patient and no medical intervention was required.